Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted into a 79-year-old male patient with a past medical history of coronary artery disease (cad) and renal insufficiency on (B)(6) 2024. On (B)(6) 2024, the patient experienced one episode of wide-complex tachycardia, discovered to be ventricular tachycardia (vt) due to underlying ischemia. The patient went into ventricular fibrillation (vf) arrest and returned to sinus rhythm after one dose of epinephrine and cardioversion. Digoxin and amiodarone drip were started. The patient remained in sinus rhythm, but had a biventricular implantable cardioverter-defibrillator (bivi ICD) placed the day of discharge due to the high chance of cardiac arrest post-discharge. Polymorphic ventricular tachycardia was reported to have a possible relationship with the impella device. The event is considered recovered with sequelae.